Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Insulin pump received with all operating currents within specifications and passed unexpected restart alarm error test and displacement test. No unexpected failed battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. However, pump received with corroded battery tube, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they return calling to continue with the pump replacement process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.